Event description:
The facility alleges there was an incident where a resident cut their hands due to the chrome plating peeling on the handrim. The chair was taken out of service, but someone who was not aware of the incident put the chair back into service. The alleged incident occurred two more times before the chair was removed from service again. One alleged incident resulted in a trip to the ER. No details have been provided for the consumer(s) or extent of alleged injuries.

Manufacturer narrative:
Alleged injury with no details. Report was received with minimal information pertaining to complaint. No contact information was provided. Unknown if chair is a distributed product. Allegedly the chrome is peeling on the wheelchair. Allegedly three individuals used the chair at the facility before it was withdrawn from use. Each consumer's age, weight, height, medical condition, medication regimen, and stability for using the device are unknown. The environmental use conditions for the chair is unknown. The age, setup, and condition of the chair are unknown. Return of the device for an evaluation is not likely without contact information.